Manufacturer narrative:
Corrected data, date received by manufacturer: 02/04/2015. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
Our office in china reported that they received a complaint that a emeraldc30 cartridge was over-labeled and there were two different expiration dates. The device was still sealed in the pouch. The device was discarded but a photograph was sent to abbott medical optics.

Manufacturer narrative:
Implant and explant dates: not applicable. Initial reporter: telephone: (B)(6). Device was not used all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The product sample was not returned for evaluation as it was disposed of. The investigation was conducted through photos that were provided. Visual inspection was conducted. Two photos were provided. Label picture #1 has a photo with two cartridges with different models. The first cartridge photo is a 1mtec30 inserter cartridge (thermoform tray label) with square corners, an expiration date of 2015-05, and blurred lot number and therefore is an unknown lot number. The label was observed misaligned, decentralized and is detached in one of the label corners and in the border. The second cartridge photo is an emeraldc inserter cartridge (thermoform tray label) with square corners, an expiration date of 2015-07 and lot number cm01379. The label was observed misaligned, decentralized and detached in the bottom of the label. Label picture #2 has the same cartridges as in label picture #1, with part of the labels peeled. The first cartridge photo is a 1mtec30 inserter cartridge (thermoform tray label) with square corners. In this picture the right side of the label is peeled and an over labeling (one label covered the other) with different expiration dates was observed. The outer label expiration date is 2015/05 and the expiration date on the inner label is 2014/10. As the 1mtec cartridge photo lot number is blurred, it is therefore an unknown lot number. The second cartridge photo is an emeraldc inserter cartridge (thermoform tray label) with square corners, an expiration date of 2015-07 and lot number cm01379. The label was observed peeled in the upper left corner and below this label, another pasted label was observed. The label specifications for the cartridges were reviewed and were compared to the labels received. A review of the copy of the first label, which is attached to the production order for lot cm01379, has rounded corners, lot number cm01379, and an expiration date 2014-07. Expiration date to be 12 months from the date of the production order of 07/31/2013 and thus the expiration date was 2014-07. The 1mtec30 cartridge label has an unknown number; however, all 1mtec labels have rounded corners and accordingly an expiration date of 12 months from the start date of the production order. Based on the investigation, the complaint of labeling was verified since over labeling with different expiration dates were observed in the provided photos. The complaint labels revealed several discrepancies unacceptable in manufacturing specifications for cartridges. The emeraldc30 and 1mtec30 products require verifications that contain the correct data, product model, lot number and expiration date. Labels are inspected for print quality prior to label application with an expiration date of 12 months from the start date of the production order. According to the investigation, the correct expiration date for emeraldc30 product, that started manufacturing 07/31/2013, was 2014-07 instead of 2015-07 which was observed on the emeraldc inserter cartridge label per the provided photo. All discrepancies observed indicated that complaint units were relabeled; but were not relabeled at the amo manufacturing site. The label does not meet the emeraldc30 tray amo label specifications. A review of the manufacturing records was conducted. All process operations presented in the manufacturing record were reviewed. No labels were rejected due to print quality issue during proof reading label operations. No additional issues were reported that were related to the labels on lot cm01379 within the production order. A copy of the first label is attached to the production order. Lot cm01379 was reviewed and the label was found within specification when this lot was manufactured. No labeling issues were reported. The original label has rounded corners and the expiration date is 12 months from the start date of the production order. The expiration date for the product, that started manufactured 07/31/2013, was 2014-07. No discrepancy was found related to product labels (inner tray unfolder, box model emeraldc30 cartridge, and thermoformed tray outer shipper). All process operations presented in the manufacturing record were in compliance with manufacturing specifications. No deviation or non-conformances (ncr), related to the reported complaint, were generated during the manufacturing process for this lot. A review of the manufacturing process and/or the materials in our change control system showed that no changes were implemented with this lot or close to the date when this lot was manufactured. The cartridge label met manufacturing specification prior to release. No over labeling process is performed and/or allowed at the manufacturing site. The documentation showed that this production order for the emeraldc30 cartridges was manufactured according to specifications. Corrected data: in the MDR follow up #1 a correction should also have been identified. Correction to date of report: (B)(6) 2015. Lot # cm01379 was indicated as the serial number. Cm01379 is actually a lot number and should have been provided in the correction. Expiration date: 07/31/2014. Device manufacture date: 07/31/2013. All pertinent information available to abbott medical optics has been submitted. Placeholder.